Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer felt an intermittent "weak shock" while pressing the quick bolus/wake button and a tingling sensation was felt in the finger. Contact was not with the pump at the time of the report. There was no reported impact to blood glucose. Tandem technical support discussed the event with the customer and confirmed that the event was occurring only with the wake button and the "sensation continued even if a different finger was used". Customer reverted to using manual injections for insulin therapy.